Event description:
It was reported that during a low anterior resection procedure, the blade was broken. The broken blade did not fall into the patient. Another like device was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
Date sent: 07/21/2008. Information anticipated, but unavailable at this time.